Event description:
It was reported that the patient temperature has been staying between 36.2-36.4. The water temperature is 40 set to max/auto, target temperature is 36.5, with an esophageal probe at 36.2 and ax temperature of 36.4. The patient was not adversely consequence and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
There were no alarms or reported patient injuries, as the unit delivered the intended warming temperature. The patient's temperature measurement was accurate within 0.3°c, suggesting the unit functioned correctly. Based on this, a stryker sr quality assurance engineer concluded that the reported issue with the device was unlikely due to a component malfunction. No further troubleshooting or action was required from stryker.

Event description:
No new information.